Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm was reading 300 mg/dl and the patient did not have any symptoms. He took 12 units of basaglar (long acting insulin) but the cgm continued to show 300 mg/dl. No finger stick reading was taken. At 7:30am, the patient's wife could not wake him so she called 911. When paramedics arrived, the patient's bg was 24 mg/dl and the cgm was 400 mg/dl. The patient was treated with IV therapy. Another finger stick reading was 80 mg/dl, the patient could not remember what the cgm reading was. Later in the day, the patient replaced the sensor and that sensor continued to read 400 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.